Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector and y-site separated at the boned joint during use. The following information was provided by the initial reporter: "failure of a bonded joint on their extension set. The product which failed during pt care was not kept. However, the assistant nurse manager at the mwh ed stated that other units he ¿tested¿ have also come apart relatively easily at the bonded joint.".

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with needleless connector and y-site separated at the boned joint during use. The following information was provided by the initial reporter: "failure of a bonded joint on their extension set. The product which failed during pt care was not kept. However, the assistant nurse manager at the mwh ed stated that other units he ¿tested¿ have also come apart relatively easily at the bonded joint."

Manufacturer narrative:
H6: investigation summary one unused sample was received and tested by our quality team. The set was tested thoroughly and there were no issues with leakage after infusion. The set was also pull tested with greater tensile force than should ever be applied in a clinical setting and no separation was realized. Without further information like photos of the affected device or the device itself for testing the complaint of separation cannot be verified and the root cause remains unknown. A device history record review for model mpx5300-c lot number 22109049 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.